Event description:
It was reported by a non-medical professional that the patient underwent a procedure for cervical fusion at c4-c6 using rhbmp-2, allograft, peek cages, and other instrumentation. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient underwent acdf c4-5-6 in which rhbmp-2/acs was implanted along with plate, variable screws and cages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.